Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that back in march of last year they had a colonoscopy and was told by their physician that the patient didn't need to turn the stimulation off, so the stimulationwas not turned off. The patient said that at some point during the colonoscopy they felt a zapping and believes that the doctor cauterized a hemorrhoid. The patient said that several months later saw the physician's assistant at the urologist office and was told that they checked the leads and said that the leads look good. On 2025-jan-23 additional information was received from the patient. They reported that the procedure was done on (B)(6) 2023. They did not know if they had cauterized a hemorrhoid or not, but they had one and they were zapped, so they think the doctor did. They did not think it was done with the intent to harm. They noted that they were in a haze and felt the jolt and tried to climb out of the bed and saw the proverbial bubble with "etc." In white letters on a black background. They did ask the nurse and the doctor if they needed to turn the unit off and explained what it was and the answer was "no, we're not doing anything to cause a problem with that. They had mentioned it to their doctor when they went in to see them as they were in the same office and the doctor indicated it was not in the record. When they went to see their doctor on (B)(6) 2023 they saw the physician's assistant (pa) and told them so they checked the leads and said they looked good. When the patient talked to someone else about this when they had called in to see about the side effects they were experiencing. It was indicated that the pa may have not checked the leads thoroughly enough. They felt that at this late date there was not much that could be done unfortunately. They now turn off their device for any test, even an x-ray.

Event description:
Additional information was received from the patient. They reported that just had this pop up on their email as they were cleaning up their inbox. They thought it was strange and awful that they did not hear back from the manufacturer and sincerely apologized for the length of time that had passed between their response. They noted that the zapping was felt during the colonoscopy while they were under sedation so they did not know the stage the procedure was in at the time of the incident. They noted that there was nothing done to resolve the zapping by anyone. The procedure notes did not say anything about a hemorrhoid. The only reason they knew they had one was because a previous colonoscopy revealed it to them. The doctor said it was very small. Also when they found blood in their stools and was concerned their doctor said it was probably just their hemorrhoid. The patient remembered the pain and trying to climb over the railing. Back in the room the nurse helping them did not say anything to them about the incident and they were not sure if they knew about it. The procedure was done on (B)(6) 2023, 1:40 p.m.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.